Event description:
It was reported that customer advised twice within the last three months the foley catheter balloon had gotten stuck during removal. They were unable to drain the fluid from the catheter. Customer also advised they noticed the sterile water dropped within a day or so- often they had to add water so that it remained in place. Customer confirmed during insertion they inflated foley catheter with entire amount of sterile water in the syringe. Representative advised to deflate the catheter balloon, gently insert a luer slip tip syringe into the catheter valve without using excessive force. Let the balloon's pressure push the plunger back, filling the syringe with water. If deflation was slow or did not occur, reseat the syringe gently and use light aspiration if necessary. Avoid vigorous aspiration to prevent collapsing the inflation lumen. If allowed by hospital protocol, customer might sever the valve arm. If these steps failed, seek assistance from a trained professional. Ensure all balloon fragments were removed if the balloon ruptures.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be due to be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). No actions can be taken at this time since a root cause was not identified. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: insert foley catheters only for appropriate indications and leave in place only as long as needed. Cdc guidelines for appropriate indications for indwelling urethral catheter use: patient has acute urinary retention or bladder outlet obstruction. Need for accurate urine output measurements. Use for selected surgical procedures. To assist in healing of open sacral or perineal wounds. Patient requires prolonged immobilization. To improve comfort for end of life care. Proper techniques for urinary catheter insertion: - perform hand hygiene immediately before and after insertion - insert urinary catheters using aseptic technique and sterile equipment - use the smallest foley catheter possible, consistent with good drainage - document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record proper techniques for urinary catheter maintenance: - secure the foley catheter. Use the statlock® foley stabilization device if provided - maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions - maintain unobstructed urine flow and keep the catheter and collection tube free from kinking - keep the collection bag below the level of the bladder or hips at all times - empty the collection bag regularly using a separate, clean collection container for each patient generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as nephrostomy tract. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer advised twice within the last three months the foley catheter balloon had gotten stuck during removal. They were unable to drain the fluid from the catheter. Customer also advised they noticed the sterile water dropped within a day or so- often they had to add water so that it remained in place. Customer confirmed during insertion they inflated foley catheter with entire amount of sterile water in the syringe. Representative advised to deflate the catheter balloon, gently insert a luer slip tip syringe into the catheter valve without using excessive force. Let the balloon's pressure push the plunger back, filling the syringe with water. If deflation was slow or did not occur, reseat the syringe gently and use light aspiration if necessary. Avoid vigorous aspiration to prevent collapsing the inflation lumen. If allowed by hospital protocol, customer might sever the valve arm. If these steps failed, seek assistance from a trained professional. Ensure all balloon fragments were removed if the balloon ruptures.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.